Event description:
Reportedly, post repair, the device's charger melted the plug where the power cord plugs into the unit. There was no report of patient involvement. No additional event or patient information is available.

Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case at the connector was chipped. Device evaluation identified that the dust cap was broken. There was no evidence of the device overheating or any melting that had taken place. The dust cap was replaced. The air in line, alarm, battery, display, keypad, patient side occlusion, rate accuracy, self-test/power, and upstream occlusion tests were all ran and tested to OEM specification. The root cause was for the broken dust cap was most likely due to the device being dropped. It was determined that this was not related to the previous repair. This type of event will continue to be monitored. B5: describe event or problem - additional.

Event description:
Subsequent to the initial report, additional information was received stating that the power cord was no longer in working condition when the biomed received it. The biomed had discarded the power cord and was unsure of the make.